Event description:
On 1/12/2023, it was reported by a sales representative via email that (qty. 3) of an ar-3641 2.6 mm knotless fibertak had an issue. After converting the first anchor and bringing the tendon over with no issue, it was then noticed by the surgeon, that the second anchor began to tension, and the repair suture started to loosen. The surgeon moved on to the third anchor and the same issue occurred again. After all three anchors were converted and the tendon was brought back to its correct position, all anchors could be seen loosening. Repair sutures were placed into a swivelock and tensioned down to complete the case. This was discovered during an proximal hamstring repair on (B)(6) 2023 with no patent effect reported.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause for the reported failure can be attributed to user-applied excessive mechanical forces.